Manufacturer narrative:
Analysis of the pump identified overinfusion with an unknown root cause. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Event description:
Information was received from a manufacturer representative on 2016-aug-31 regarding a patient's implanted infusion pump containing lioresal (2000ug/ml at 296.8ug per day). Indications for use included cerebral palsy and intractable spasticity. It was reported that the pump was replaced on (B)(6) 2016 prophylactically to avoid in-vivo battery depletion. The device was used with/in a patient for treatment, there was no injury or death, and the patient recovered without sequela. The pump was returned for analysis on 2016-aug-31 with no allegations or symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.